Manufacturer narrative:
Model number/catalog number: sc-2408-74, serial number: (B)(4), batch/lot number: 19835434, model/catalog description: avista MRI perc lead kit 74 cm.

Event description:
A report was received that the patient was getting rib and abdominal stimulation due to one of the leads being too high. It was noted that the patients lead had migrated. The patient underwent a lead revision procedure. No device malfunction was suspected. The patient was doing well postoperatively.